Manufacturer narrative:
Philips service replaced the single board computer (sbc) and restored the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a disc boot failure occurred, and the system would not boot up on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.